Event description:
It was reported that the pt had fluctuating hearing impression and heard a whistling noise. Testing shows that 6 channels are in status hi. No accident was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.